Manufacturer narrative:
Citation: kumar k et al. The ross procedure revisited: dacron graft reinforcement of the pulmonary autograft. Canadian journal of ca rdiology, 2013, volume 29, page s350, section 663. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding reinforcement of the pulmonary autograft within a dacron graft to prevent progressive dilatation. All data were collected from single center. The study population included 14 patients (mean age 17.3 years), 7 of which were implanted with medtronic contegra conduit (serial numbers not provided). Among all patients adverse events included: 3 mild conduit insufficiency, 1 reoperation for endocarditis, and 1 reoperation for stenosis. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.